Manufacturer narrative:
The pump was received with minor scratches on the lcd window and missing segments or partial display due to cracked glass. Unable to perform the displacement test and self-test due to missing segments or partial display.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.